Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation in fields d4 and h4.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1) during the seal & cut output, a spark occurred when a device with a thin tip lightly touched the probe. 2) when the spark occurred, a load was applied to the probe. 3) a load was applied to the probe when grasping tissue or when outputting seal and cut, causing a crack in the probe. 4) further load was applied and the probe was broken off. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic hepato-biliary-pancreatic (laparoscopic liver resection), the probe of the subject device bent a few times during tissue grasping. It fell off inside the patient's body and was retrieved. The procedure was completed by replacing with similar equipment. There was no harm to the patient. The device was inspected before use and no abnormalities were found.